Manufacturer narrative:
Product complaint # (B)(4). Added lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received information through our legal department that patient was revised due to implant failure. There is no further information provided. Doi: unk - dor: unk. Update 7/28/2011 - medical records were received. The revision operative report indicates that the patient was revised to address femoral stem loosening. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left hip). Update 9/4/2012 - litigation papers allege the patient suffered pain, stiffness, and increased metal ion levels. This information does not change the outcome of the investigation. Update: 12/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad (B)(4) was reopened under (B)(4) due to receipt of ppf and medical records received. Ppf has no new allegations provided. After review of medical records for MDR reportability, there's no lab results for the previously alleged metal ions. Medical history has been added and product details are provided for the sleeve and stem, added ip's for the liner and head due to alleged elevated metal ions along with their product codes. The lawyer, lawfirm, revision hospital and surgeon were updated as well doi: (B)(6) 2005; dor: (B)(6) 2011; left hip.